Event description:
Complainant alleged that the device displayed an inappropriate "analyze halted" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to our international affiliate and the malfunction was not replicated or confirmed.